Event description:
It was reported that stimulation caused the patient¿s feet to tighten up. This caused them to have ¿heel spurs¿ and plantar fasciitis. It was stated the patient never had problems with their feet until they were implanted. It was noted the patient was implanted for their bladder and the device did work ¿great.¿ additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2014-03266. The patient has two systems and information reasonably suggests the event pertained to both.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v514854, implanted: (B)(6) 2010, product type lead; product ID 3093-33, lot # v542975, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).